Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6: explant date provided for reporting. D11: concomitant products added to complaint. E6. Health effect - clinical code: infections. H3, h4, h6: device history lot part: 414.834, lot: l601016, manufacturing site: grenchen, release to warehouse date: 29 sep 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Lot l601016 was manufactured from blank 414.034.999 lot h310506, release to warehouse: 11 aug 2017, supplier: monument. Manufacturing location: monument, manufacturing date: released to blank storage on 27-mar-2017, part number: 414.034.999, 4.6mm ti screw blank 34mm 04.5 cortex screw w/3.5 mm hex, lot number: h310506 (non-sterile), lot quantity: 827. One hundred sixty-nine pieces were scrapped in cell at op #50, turn head, after a machine malfunction. Work order traveler met all inspection acceptance criteria apart from the one hundred sixty-nine pieces noted. Component part(s) reviewed: part number: 23018, ti4c**ri4.58, lot number: 9947637, lot quantity: 3,097 lbs. Certified test report supplied by perryman company dated 17-sep-2015 and approved certificate supplied to perryman by time were reviewed and determined to be conforming. Note: the image quality of the DHR was very poor and the certifications are difficult to read. Lot summary report dated 11-nov-2013 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H6: investigation summary: picture review: narrative (several screws are broken) could be confirmed from provided picture. Five broken cortex screws together with one lcp-distal femur plate (intact), eight locking screws and three cortex screws (all intact) were returned for investigation. The intact parts were captured to document a post-operative event (infection). Investigation site: cq zuchwil selected flow: damage - broken. Visual inspection: five screw heads are broken off as complained, the breakage occurred in the first third of the screw shaft. The broken off shafts were also returned for evaluation but could not be allocate to the respective lot#. The screw shafts present discoloration and damaged thread flanks, most likely caused during explantation. The hexagonal screw recesses show signs of use but no damage. Dimensional inspection: checked dimensions with caliper further measurements could not be performed due to the damage incurred document/specification review: drawing 414_814_susa rev k for 4.5mm ti cortex screw self tapping and eso115 for cortical thread profile were reviewed during this investigation. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional and visual specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The certificate of the raw material was reviewed during the performed device history review and met specification. The cortex screw is made from pure titanium (ticp) per iso 5832-2. Summary: the received condition of the cortex screws is in concordance with the complaint description and the complaint condition is confirmed. These production lots were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. No product issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing related issue can be excluded. We are not able to determine the exact cause of this breakage. Based on the provided information we can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the cortex screws. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2020 due to infection and broken screws in the locking compression plate (lcp) distal femoral plate. Patient was originally treated for a femoral fracture on an unknown date. This report is for an unknown cortex screw. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: ktt, hrs. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is for one (1) 4.5mm ti cortex screw self-tapping 34mm. This is report 7 of 10 for (B)(4) . Additional devices are reported under linked complaint (B)(4).